Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown and product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820 and serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they never received any training from any person on their external equipment, and that they tried to get through it just by common sense and using it, but they had been having a problem where when they used the remote for a bolus the connection went to 90% and then it stopped. The agent reviewed that the 90% delay is normal when the handset is communicating to the pump, and it starts to retrieve the settings. The agent reviewed to hold the communicator still once the communication starts. The patient mentioned that one time the connection went to 37% and it was the middle of the night, and they could not get it started again so they restarted it, and it went back to a normal bolus. Additional information was provided from a consumer (con) indicated that they did not receive any education on the equipment but 'it hasn't been working right,' (in reference to telemetry delay at 90%). The patient stated that it was difficult to have to hold the communicator over the pump and slightly move it around in the middle of the night to connect for a bolus. The patient's handset charged to 99% on the call. The patient also stated that 'all the time' they get error messages, such as 'sometimes it says sync, sometimes it says retry and cancel, and I get those messages sometimes.' The patient inquired about holding the communicator after seeing 'bolus started' because the screen read 'the bolus is being delivered' vs saying 'bolus was delivered.' The agent reviewed device description/function. The agent assisted the patient in requesting/receiving a bolus and pt had a telemetry delay at 90%. The patient read a 1hr and 56-minute lockout. The agent reviewed clearing data, and the patient understood and consented. The patient's data sh owed 2.02mb prior to clear. The patient was connected to the pump after data clear but initially saw 'not found' and 'no device found' due to the communicator not being on and over the pump. The agent reviewed and the patient then connected through without issue. The patient will monitor and call back for assistance as needed.